Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that a dye study was done on (B)(6) 2018 which showed the catheter was disconnected at the pump. A revision was being completed on (B)(6) 2018.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient had a cerebrospinal fluid (csf) leak and they were going in today to fix the leak. No symptoms were reported and no further complications were expected or anticipated.